Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was not able to maintain adequate ventilation pressures related to the balloon. The customer reported that the device was not maintaining insufflation and that during placement, the balloon could be easily deflated with slight pressure with the fingers. There was no reported patient outcome or injury.